Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a slow-flow event occurred. The physician used a 6f/55cm cook ansel introducer sheath from a retrograde approach in an attempt to cross the target lesion. A nav2 filter was placed over a .017" viperwire and into the popliteal artery. The physician attempted to advance the 2.0 oad over the viperwire, but despite multiple attempts was unable to advance it over the arch. He attempted to straighten the sheath at the bifurcation with a terumo advantage .035" guide wire, but was unable to pass the device. He subsequently inserted a platinum plus .018" guide wire alongside the viperwire to straighten the up-and-over portion of the sheath at the bifurcation. Despite difficulty, he advanced the 2.0 oad to the target lesion and performed successful atherectomy. When removing the oad, the filter was inadvertently pulled back to the sfa due to the force required to remove the oad from the introducer sheath. The runoff after the procedure was very slow with no flow to the foot. The physician attempted thrombectomy in the pt with no embolus material returned. He administered several nitroglycerin boluses with no return of pre-procedure blood flow. The physician determined that the patient experienced spasm rather than embolism as he was able to pass an advantage .035" guide wire easily into the pt and at arteries. The patient remained asymptomatic during and following the procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. (B)(4).